Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was turned on the lights on the radiofrequency programmer head stayed on, there was one yellow and all of the rest green. It was further reported that the head was not near a [implantable heart] device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the light-emitting diodes would stay lit even when not near a device, however, it was noted that the head would only intermittently interrogate and that its uplink functional tests were out of specification and that the cable needed to be replaced to resolve. Analysis further noted there were broken screw inserts in the upper case and a scuffed-up lens as well as that the head had been exposed to moisture and corrosion was found inside the device and it needed its printed circuit board, antenna and magnet replaced. Due to the internal corrosion the head was to be scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.